Event description:
Discordant results were obtained on patient samples tested for multiple methods on an advia centaur xp instrument. It was discovered that patient samples were run when the wash 1 solution was erroneously placed instead of acid solution. Discordant results were erroneously reported to the physician(s). Repeat testing was performed on an alternate advia centaur instrument. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that patient samples were run on the instrument when acid solution was erroneously replaced with wash 1 solution. The customer decontaminated the wash 1 line, rinsed it, and loaded new wash 1 solution. Quality controls were run, resulting within range. The cause of the discordant results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.